Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient attempted to test on the compact plus meter earlier in the day and the blood glucose monitor was unavailable for use due to not detecting the blood sample. Around 4:00 p.m. That day, the patient passed out from hyperglycemia. The patient was feeling lightheaded prior to the event. The patient's husband did not call the paramedics and the patient became responsive the next morning around 4:00 a.m. The patient's husband took her to the hospital at 8:00 a.m. The patient's blood glucose level was "above 700 mg/dl" when she arrived at the hospital. The patient was treated with insulin via IV and the blood glucose result was "above 350 mg/dl" approximately 4 hours later when she was released from the hospital. Return of the suspect device was requested for evaluation.